Event description:
It was reported that the handpiece began overheating during an extraction case. There was no reported pt or user injury, and the procedure was completed successfully.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems with the set screw in the driveshaft, which was replaced along with bearings, the nose cone, and other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.